Event description:
On nov 20, 1999, the pt, a 14 year old with insulin dependent diabetes mellitus, woke up feeling sick with nausea and stomach cramps. Her blood glucose on her one touch profile meter was 58 mg/dl at approximately 8:30 am. She took her usual dose of insulin and ate breakfast, despite having had a hard time keeping fluids down. She kept testing throughout the day with similar results ranging from 61-106. She continued to feel ill throughout the day and was transported to the hospital where at 10:30 pm her blood glucose on a hospital meter (brand unknown) was 400 mg/dl. She was treated for diabetic ketoacidosis and an infection and released 5 days later. In reviewing the meter memory, it was found that the pt did no testing between 11/16/99 and 11/19/99. She only tested once on 11/19/99. In addition, the meter is cleaned incorrectly. Alcohol is used on the meter optics. No quality control tests are performed.